Event description:
It was reported by the customer that a pyxis ciisafe had a software issue. The customer stated that the device needs standard compound correction. The medication morphine 100mg/100ml drip has 2 lines on the med being used, and one of the lines cannot be removed. The issue is causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a software issue. The technical support specialist gave the customer instructions on how to highlight the line and use the negative icon to remove the line. The system functioned as intended after the technical support specialist troubleshooted the device.